Event description:
Pt returned to surgery two hours after colonoscopy with biopsies due to bleeding & passing clots. On first or procedure, gi physician removed a large, pedunculated polyp from the rectosigmoid colon in addition to biopsies taken from the right side of the colon. Upon return to the or, the md found active arterial bleeding coming from what was apparently one of the biopsy sites. The site was injected and three clips were placed to close the site.per gi md: "I feel strongly that the degree of mucosal and in fact submucosal injury from colon biopsy is directly related to the biopsy forceps that is currently used in the gi laboratory, the boston scientific radial rj4. Although this type of problem could certainly occur with a smaller biopsy forceps, nonetheless I have great concern about the depth of the injury caused by the colon biopsy forceps." Mgr interviewed other gi docs who use this equipment. Others routinely use this equipment and have not had similar experiences. This biopsy equipment has been in place for >1 year at our facility. Gi md in this case has requested to have the rj4 removed from his preference card.